Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and the pump would not power on. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was damaged with a large piece missing along the threads. The battery cap was not returned with the pump. The test battery cap was not able to tighten to the pump. The pump was not able to be powered on due to the damage to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).